Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as a 110b "proximal pressure sensor autozero failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to request troubleshooting as a 110b "proximal pressure sensor autozero failed" alarm error was displayed on the screen during setup. The customer noted that the flow sensor assembly was recently replaced and confirmed that the 110b error code was logged in the event log. The remote service engineer (rse) performed troubleshooting with the customer, after which the issue was replicated. The rse then advised the customer to check for pin alignment at the flow sensor solenoids and remove/reseat the data acquisition (da) printed circuit board assembly (pcba)--if the problem persists, the rse instructed the customer to follow the recommended repair path of replacing the solenoid or da pcba and cable as a precaution. The investigation is ongoing.